Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer expressed concern that the pod may have over-delivered insulin, resulting in low bgs. It should be noted that built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin. The product user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.

Event description:
The customer reported that on two occasions within the same day, an emt was called to treat his low bgs; the second emt visit resulted in a trip to the ER. He is concerned that the pod may have "emptied its 200u of insulin all at once, causing the low readings". Within an hour of activating the pod, he "felt low and was becoming incoherent" (no specific bg readings were reported for this time period). His wife gave him two glucose tablets and an emt was called. The pod was removed and an IV of d50 was administered. The customer's bgs successfully climbed to just below target range and the emt left. Two hours later, however, he "again became unresponsive". Bg levels between 34 and 64 mg/dl were experienced. The emt was called again and this time the customer was taken to the ER; en route, d50 via IV was administered. Over the course of his six hour stay at the hospital, he was given carbohydrates and insulin via manual injection; his bg levels successfully rose to within target range. He has not applied a pod since the event. The suspect pod will be returned for eval.